Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging cable does not stay connected in the charging port at all. The device will not charge. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging cable does not stay connected in the charging port. The device will not charge. Multiple requests for additional information regarding this incident, including request for clarification of patient harm or impact, have been sent and no response was received.